Event description:
The parents of a home peritoneal dialysis pt reported to baxter that their son was noticeably increasing in size and was looked swollen due to extreme water retention. The pt had a shortness of breath and was not able to walk. The pt's blood pressure was high. As a result of that the pt went to ER. During the medical examination, it was discovered that the pt had excess weight due to the dialysis solution not been extracted. The pt was immediately sent to the ICU. Upon being admitted to the intensive care unit at the hospital, over seventy pounds of fluid were extracted from the pt's body. No other info available at this time.

Manufacturer narrative:
The home choice instrument has not been returned to baxter for evaluation. An investigation still pending. Should significant info becomes available a follow up report will be submitted.